Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10041. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-10041. D6a and d6b revised from the initial manufacturer device report number 1220648-2024-10041 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-10041 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-10041 in accordance with updated procedures. H6 health effect - impact code 4648 and medical device problem code 2993 was erroneously entered on the initial manufacturer device report number 1220648-2024-10041. H6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10041. H6 component code revised from the on the initial manufacturer device report number 1220648-2024-10041 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. While on support, the patient experienced access site bleeding with no information reported regarding the resolution. Additionally, the pump was positioned too deep; no attempt was made to reposition due to planned exchange for impella 5.5.